Manufacturer narrative:
In the initial report submitted on 08sep2016 first sentence indicated that ¿called our affiliate in (B)(6)¿¿ this was incorrectly reported. The affiliate was in (B)(6).

Manufacturer narrative:
Device eval: corneal abrasion, dry eyes, discomfort. No testing methods performed. No results available since no evaluation performed. Unable to confirm complaint. Device not returned. (B)(6).

Event description:
On (B)(6) 2016 a patient (pt) called our affiliate in (B)(4) to report that he/she was diagnosed with a corneal ulcer os in 2013 while wearing the acuvue oasys for astigmatism lenses. The pt reported that he/she experienced dryness and discomfort, but attributed the symptoms to a ¿dry environment and ashes that were floating around the city from brush fires.¿ the pt reported that he/she went to an eye care provider (ecp) who diagnosed the corneal ulcer os in 2013. The pt reported that he/she was treated with eye drops (name, frequency, and duration are unknown) along with contact lens rest for approximately 15 days and was then released to return to lens wear. The pt reported that he/she replaced the lenses every 2-3 weeks and reported that he/she did not sleep in the lenses. It was also reported that he/she could not recall which solution he/she used as a disinfectant at the time of the event. Multiple attempts were made to the clinic for additional information, but no additional information has been received. The os 2013 corneal ulcer is being reported as a worst case. The lot number is unknown and the product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.